Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported it was unclear if the patient actually had withdrawal or if symptoms were related to autonomic dysreflexia. The patient presented with acute baclofen withdrawal in the setting of a failed baclofen pump and had fever and severe/significant exacerbation of his autonomic dysreflexia as well as a sudden increase in spasticity and increased tone. This came on suddenly on (B)(6) 2015 and as a result the patient was admitted and treated with intravenous (IV) medications for baclofen withdrawal and he had responded to this. The patient also experienced severe blood pressure and heart rate as well as spasm fluctuations. The patient was admitted to the hospital on (B)(6) 2015 and was discharged (B)(6) 2015. It was unclear if this was due to autonomic dysreflexia or acute baclofen withdrawal and he underwent replacement of the proximal end of the catheter with pump replacement on (B)(6) 2015. It was noted there was suspicion of catheter breakage on the preoperative CT imaging although it was not clear where the system may have been failing. The patient was not set for a refill for another five weeks with his pump indicating 20ml of drug still present. The patient arrived to the operating room urgently for exploration and replacement of his pump, which was about five years old as well as replacement of his catheter as the initial plan. During the revision the catheter came into view and appeared to be anchored well with no obvious kink or deformity in the lumbar spine. Due to the fact that the lumbar spine had been fused throughout the thoracolumbar lumbosacral region, the healthcare provider (hcp) was concerned that placing a new catheter was not going to be easy. He was unable to find an entry point where the needle could be inserted into the intrathecal (it) space and since there was no evidence of obstruction of the it portion of the catheter segment he elected to leave this portion in place and replace the remaining part of the catheter extending to the pump. It was noted dissection was carried down to the pump without difficulty and the pump was externalized as well as the remaining part of the catheter segment. There was a splice joint with the catheter that came with it and there were also some areas where the pump catheter was kinked around the pump nozzle site, which may or may not have explained the patient's occlusion. The pump appeared to be positioned normally and without any other problems. The splice was connected to the existing spinal segment of the catheter and the splice joint remained posteriorly. The lumbar portion of the catheter was not replaced and would require a laminectomy to replace the catheter. It was further reported after the catheter revision, omnipaque was injected into the side port, which showed that the entire catheter was patent. It was further reported the location of the catheter issue was the proximal segment. The catheter issue was identified by a myelogram and dye study. The patient was not recovered and the symptoms/issue were ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the 8709sc catheter found acceptable testing and was incomplete and returned in segments. Analysis of the 8596sc catheter revealed a non-significant indent in the seal of the sc connector that did not affect infusion.

Event description:
It was reported that the patient presented in withdrawal and increased spasticity. There was also report of fever and autonomic dysreflexia which was later then updated to withdrawal symptoms. A computerized tomography (CT) scan was performed on (B)(6) 2015 with noted possible discontinuity of the baclofen pump tubing. There was suspicion of a catheter occlusion and a revision occurred on (B)(6) 2015. After being brought to the operating room it was determined that the spinal segment of the catheter was patent and had great cerebrospinal fluid flow. The spinal segment remains implanted. The pump segment and connector pin were moved and replaced with a new pump segment piece and a new 40 cc pump. Reportedly, there was a partial explant of the 8709sc, the tip closest to the connector pin was removed. A complete explant of the 8596sc occurred. It was unknown if diagnostic testing or troubleshooting occurred. Medication adjustment also was required in which the patient was provided valium and oral baclofen on (B)(6) 2015. The cause of the issue was not determined. The etiology was the catheter¿s intrathecal portion related to 8709sc. This was related to the device or therapy but not related to the implant procedure. The severity was reported as severe. At the time of the report the patient' s status was reported as alive-no injury. This device system delivered lioresal. Since, the patient was doing well and receiving effective therapy. The issue was reported at resolved without sequelae on (B)(6) 2015. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: an hcp clarified via clinical study that the device event was a broken catheter (updated from broken and kinked catheter). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, partially explanted: (B)(6) 2015, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.